Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all functional testing. The device does not understand if the patient is conscious, is breathing, or has a pulse. When the device advised shock on the patient, energy should not have been delivered. It was explained to the customer the limitations of the product and it is the responsibility of the trained operator to know when it's appropriate to deliver a shock. The r series operator's guide, page iii -indication for use states: 'the r series system is indicated for defibrillation on victims of cardiac arrest where there is apparent lack of circulation as indicated by: unconsciousness, absence of breathing, absence of pulse." The device was recertified for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the patient developed a pulse and the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.